Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006 block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of headache, pain, undesired sensations (non-target stimulation area), over stimulation, weight fluctuations, and migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported the patient believes their stimulation caused shocking sensation in their vaginal area, pain down their leg, and headaches. The patient believes their lead has moved; although, they have not seen any changes to their therapy. Assistance was offered to help the patient turn off their device, but they did not want to turn off their device or decrease stimulation. Additionally, the patient was told to turn off their device to see if they could rule out the device causing the sensations, but the patient refused. The patient then said it is not shocking them, but they feel it moving to the surface of the skin and that is the issue. The patient mentioned they only felt a shock once or twice in the past month, but it could have been their sciatica. Additionally, the patient reported they started feeling the stinging sensation shortly after being implanted. In (B)(6) 2025, the patient had a pocket revision and since then the patient reported that it is migrating to the surface. The patient stated that since september it has been migrating closer to the skin. The patient did get a massage but stated it was not a deep tissue massage; it was a massage chair. The patient also stated they has lost 20 pounds and then regained it, possibly causing the device to move closer to the surface. X-rays document showing that the leads are intact and impedances were all green. Their urinary symptoms are doing great. The local care team spoke with the patient about turning off the device to evaluate nerve pain verses the device. The patient understood that the device is functioning correctly. The patient is adamant about the cause being the device but does not want to turn the device off. The physician gave options but agreed that the best option is to turn the device off for a period of time and will discuss with the patient.

Event description:
It was reported the patient believes their stimulation caused shocking sensation in their vaginal area, pain down their leg, and headaches. The patient believes their lead has moved; although, they have not seen any changes to their therapy. Assistance was offered to help the patient turn off their device, but they did not want to turn off their device or decrease stimulation. Additionally, the patient was told to turn off their device to see if they could rule out the device causing the sensations, but the patient refused. The patient then said it is not shocking them, but they feel it moving to the surface of the skin and that is the issue. The patient mentioned they only felt a shock once or twice in the past month, but it could have been their sciatica. Additionally, the patient reported they started feeling the stinging sensation shortly after being implanted. In (B)(6) 2025, the patient had a pocket revision and since then the patient reported that it is migrating to the surface. The patient stated that since september it has been migrating closer to the skin. The patient did get a massage but stated it was not a deep tissue massage; it was a massage chair. The patient also stated they has lost 20 pounds and then regained it, possibly causing the device to move closer to the surface. X-rays document showing that the leads are intact and impedances were all green. Their urinary symptoms are doing great. The local care team spoke with the patient about turning off the device to evaluate nerve pain verses the device. The patient understood that the device is functioning correctly. The patient is adamant about the cause being the device but does not want to turn the device off. The physician gave options but agreed that the best option is to turn the device off for a period of time and will discuss with the patient.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket/510(k) #: additional premarket/510(k) # p190006.